Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 5 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report, in box h method code, results code and conclusion code has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.